Event description:
The initial reporter complained of discrepant results for 1 patient tested for tina-quant hba1c gen. 3 on a cobas 6000 c501 module. The initial result was 8.3%. The result from a 2nd sample was 7.2%. It is unclear if the samples were drawn at the same time. Clarification was requested but was not provided.

Manufacturer narrative:
The hba1c reagent lot number was 736996 with an expiration date of 30-nov-2024. On 29-apr-2024 the field service engineer (fse) performed preventive maintenance and the module was operating back within specification. Reagent issues were excluded as the customer had no further issues and the correct result was received using the same reagent. As various service actions were performed, the specific cause of the event could not be determined. The service actions resolved the issue.